Event description:
It is reported that the patient was revised due to recurrent instability.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: the surgeon noted in the revision notes that the patient was noncompliant and violated hip precautions on multiple occasions. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), relevant medical history. Adherence to rehabilitation protocol is unknown. A definitive root cause for the instability cannot be determined with the information provided; however, it is possible that violating hip precautions prescribed by the surgeon was a contributing factor. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.